Manufacturer narrative:
Age or date of birth, weight and ethnicity: unknown/ not provided. Explant date: not applicable, as lens was not explanted. (B)(6). Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a routine phacoemulsification, at the irrigation/aspiration segment after intraocular lens (iol) implantation, the doctor noticed a shard of the optic part of the iol had broken off. However, the shard was not found in the eye later on. The lens remains implanted. The doctor planned to observe and no surgical intervention was performed. No other information was provided.